Manufacturer narrative:
The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.

Event description:
During the coil embolization procedure of an internal iliac artery aneurysm prior to endovascular abdominal aortic aneurysm repair , while inserting an orbit rdfl complex standard (638cs2030/15652578) into a prowler select plus microcatheter (606-s255x/15804609), it got stuck around the middle section of the microcatheter. Although the physician firstly tried to withdraw the orbit from the microcatheter, the embolic coil of the orbit was unraveled. It is unknown where and how the coil was unraveled. Therefore both the entire orbit and the microcatheter were safely removed as a unit from the patient and were replaced for new products(coil:638cs2030, microcatheter:606-s255x, lot all unknown). Afterwards, the procedure was successfully completed without any further issues. No patient injury/complications were reported. The complaint products were new and were stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the products by visual inspection. Also no damages were reported on the devices after the event. There was no stretching or unintended detachment observed in the aneurysm or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The vessel was not calcified and not tortuous. The patient was a male of unknown age. Dob and weight unknown. Access was obtained from right femoral artery. The complaint products are unavailable for evaluation. No additional information is available.

Manufacturer narrative:
During the coil embolization procedure of an internal iliac artery aneurysm prior to endovascular abdominal aortic aneurysm repair , while inserting an orbit rdfl complex standard (638cs2030/15652578) into a prowler select plus microcatheter (606-s255x/15804609), it got stuck around the middle section of the microcatheter. Although the physician firstly tried to withdraw the orbit from the microcatheter, the embolic coil of the orbit was unraveled. It is unknown where and how the coil was unraveled. Therefore, both the entire orbit and the microcatheter were safely removed as a unit from the patient and were replaced for new products (coil: 638cs2030, microcatheter: 606-s255x, lot all unknown). Afterwards, the procedure was successfully completed without any further issues. No patient injury/complications were reported. The complaint products were new and were stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc.) Was noted on the products by visual inspection. Also no damages were reported on the devices after the event. There was no stretching or unintended detachment observed in the aneurysm or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The vessel was not calcified and not tortuous. Access was obtained from right femoral artery. The complaint products are unavailable for evaluation. No additional information is available. The device was not returned for analysis, however review of the manufacturing documentation associated with the lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15652578 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaints. Without the devices, the reported event of inability to advance the coil via the microcatheter could not be confirmed. Based on the available procedural information, no conclusion can be made regarding the resistance encountered during insertion of the orbit into the prowleer select plus microcatheter which may have contributed to the stretching of the coil. With review of the device history records there is no indication of any related manufacturing issues. Therefore, no corrective actions will be taken at this time.